Manufacturer narrative:
Lot number: 14606862. Upn: m00547010. Batch expiration date: 08/31/2012. Batch manufactured date: 08/24/2011. Investigation results: visual evaluation of the returned complaint device found the catheter to have a kink. The c-channel was found to be torn towards the balloon, having jagged edges. The investigation results are consistent with the event description that the c-channel was damaged. The damage noted to the c-channel is consistent with excessive force used during guidewire removal from the device. The root caused of this complaint is operational context as due to anatomical/procedural factors performance of the device was limited. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report #3005099803-2011-04140 addresses the first extractor balloon, manufacturer report #3005099803-2011-04141 addresses the second extractor balloon. It was reported to boston scientific corporation on (B)(6) 2011 that two extractor rx balloons was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6) 2011. According to the complaint, during the procedure, once the device was down the working channel of the scope, it was noticed that the balloon wire was stripped out of the c-channel down to the balloon. This also happened with the second balloon. The same guidewire was used to compete the procedure, and the procedure was completed with a third extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is under 18 years.the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.(B)(4):according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report #3005099803-2011-04140 addresses the first extractor balloon, manufacturer report #3005099803-2011-04141 addresses the second extractor balloon.it was reported to boston scientific corporation on (B)(6), 2011 that two extractor rx balloons was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6), 2011.according to the complaint, during the procedure, once the device was down the working channel of the scope, it was noticed that the balloon wire was stripped out of the c-channel down to the balloon. This also happened with the second balloon. The same guidewire was used to compete the procedure, and the procedure was completed with a third extractor balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.